Manufacturer narrative:
Internal report # (B)(4), 01/14/2017. Product not yet returned for evaluation. Most likely underlying root cause of malfunction: dead battery. Test strip UDI# (B)(4). Notes: on follow up: customer condition has not improved. The customer is not sure if it from her diabetes but her stomach still hurts. No medical intervention was needed. On (B)(6) 2017 follow up: customer condition has not improved. No medical intervention was needed but the customer made appointment at the hospital to check her stomach. She will go on (B)(6) 2017 at 8:00am. Unable to make contact on future follow up attempts. No address was provided. As per follow up on (B)(6) 2017 customer states that she is in the hospital. She is not sure of hospitalization date but states she was discharged on (B)(6) "2019". Her diagnosis was a stomach infection. She did get a reading of 119 with the defective meter.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The customer is concerned with meter issues and symptom. The customer's expected fasting blood glucose test result range is undisclosed. The customer reported having a stomachache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date and open date is undisclosed. The meter memory was not reviewed for previous test result history: customer is unable to get the meter to come on and is having stomach pain of which she thinks it related to diabetes.